Event description:
Philips was notified that while in clinical and therapeutic use on a patient the v60 ventilator experienced an unspecified failure, resulting in a patient desaturation of peripheral oxygenation (spo2) to approximately 60%. The device was in clinical and therapeutic use at the time of the event. Patient identified demographics and diagnosis have not been disclosed. Further investigation is currently pending into the serious injury.

Manufacturer narrative:
A philips remote service engineer (rse) reviewed the event log (drpta) which showed occurrence of error code 1134 (blower stalled), on 13-dec-2021 at 0911 am. The customer was advised by the rse to replace the blower and to perform a performance verification test (pvt) after the blower replacement. The device failed the system leak test. The rse advised the customer to disconnect the system leak test adapter and reboot the device, and thereafter it passed the system leak test. The device was returned to use.